Event description:
Event was reported by patient via medwatch. The patient stated that during a mild procedure, the doctor removed old scar tissue from a previous two-level spinal fusion instead of the ligamentum flavum, which caused nerve issues. The patient alleged that the scar tissue removal led to permanent disablement and major muscle atrophy in every muscle that the s1 innervates. The patient stated this also caused cauda equina syndrome and arachnoiditis. Based on the information provided, there was no malfunction of the mild device.

Manufacturer narrative:
Based on the event date in the medwatch form the event occurred prior to stryker¿s acquisition of the company.